Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer: 3008452825-2016-00158 and 2182269-2016-00027. During an atrial fibrillation procedure a cardiac tamponade occurred. Following isolation of the left pulmonary veins, ablation was performed on the anterior wall of the right superior pulmonary vein. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade. Protamine was administered and the patient was transferred to surgery and a pericardiocentesis was performed. The patient was stable. There were no performance issues with any sjm device.

Manufacturer narrative:
Additional information: device manufacture date, evaluation codes. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, tamponade is a known risk during the use of this device.